Event description:
The customer reported the image on the system was noisy.

Manufacturer narrative:
The ge service checked the collimator, and found the control pcb sometimes was receiving a collimator blade shutdown trouble. The rep changed the parts. The system operates as intended.